Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to a2: (B)(6) 1988. Device evaluation: visual analysis of the photographs identified, opening extended. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient has reported " late seroma in one breast. Confirmed by ultrasound. Patient also reported "dragging pain in the breast" and a fibroadenoma . Device has been explanted. This relates to an unknown side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma in one breast." "Dragging pain in the breast".

Event description:
Patient has reported " late seroma in one breast. Confirmed by ultrasound. Patient also reported "dragging pain in the breast." The event of fibroadenoma is considered non-device related. Device remains implanted. This relates to an unknown side.